Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 -no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that 106 unopened samples pertaining to the product code vcp1358h were received. As per the sampling plan, a visual inspection was performed on thirty-two samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Functional tests were performed using instron equipment, and the tensile force result was above the minimum requirements. Additionally, a photo was provided and it showed a labeled tray from the product code vcp1358 and a parked needle/suture piece. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. The 1 actual sample was discarded. The surgeon refused to use the remaining 106 sterile products from the same lot and they will be returned for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.